Event description:
It was reported that a patient's right atrium leadless pacemaker (ralp) exhibited loss of telemetry. No changes or interventions were reported. The patient condition was not known.

Event description:
Additional information received indicates that the programmer was unplugged while interrogating. After some time, the right atrium leadless pacemaker (ralp) was able to be interrogated. The patient condition was stable before, during, and after.